Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, it was noted that the motor drive unit activated intermittently. The procedure was completed with the motor drive unit. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device met performance specifications.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.